Event description:
Reported indicated that a patient had his generator explanted due to infection. Follow up with the physician revealed that the infection was due to psoriasis. The patient has psoriasis and is mr. The patient scratched at the wound (generator incision site) until it became infected. The infection has been identified as a staph infection. The generator's device history record was reviewed, and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.